Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and observed that there was no wash or rinse water to the mixers. The fse replaced the v09 valve and diluent tank to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high glucose (glu) and erratic valproic acid (vpa) patient results on their au5800 clinical chemistry analyzer. The patient samples were repeated with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.